Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care provider (ecp) in (B)(6) called to report a patient had to go to the hospital urgently for an ¿infection¿ on (B)(6) 2018 while wearing the acuvue oasys for astigmatism brand contact lenses. The suspect product was taken to the hospital and is being ¿analyzed¿. The ecp reported that the hospital let the pt go home, so the ecp thinks the eye is much better. No additional information was provided. On 03jul2018 a call was placed to the ecp and additional information was provided: -the ecp reported the pt didn¿t provide any additional information as yet. The ecp thinks the issue ¿may not be related to the lot but it might be related to the way the pt uses the lenses because the pt wore the lenses for a month¿. The ecp will report any additional information as it is received. On 03jul2018 the ecp called and additional information was provided: the ecp reported that the ¿bacteria is achromobacter xyofoxidans multisensible"; treatment is cyloxan, tobrex optive fusion¿. During the hospitalization, the treatment was dexafree every 10 minutes. The ecp reported the eye is not ok, pt has a big scar and will never be able to wear lenses again. On 03jul2018 a call was placed to the ecp by a johnson and johnson physician and additional information was obtained: the affected eye was the od; diagnosis: od abscess (bacteria); treatment: cyloxan, tobrex optive fusion, dexafree. Currently the pt has a ¿large corneal scar peri central in the pupillary area (av not measured because the abscess is still not treated, but there is a significant visual loss¿. Treatment is continuing; the pt used optifree pure moist solution (not contaminated, according to bacteriological analysis, in the same way as lenses¿; the pt had a tendency to extend the replacement schedule; the pt has the same correction in both eyes, but the od was the only affected eye; the emergency room visit was on (B)(6) 2018 and the pt remained hospitalized until (B)(6) 2018. On 18jul2018 additional information was received from the affiliate: the treatment is continuing and the pt is still attending ecp visits; the ¿hospital made bacterial analysis (without finding any bacteria on it) on the contact lens¿. The suspect lens is not available. On 26jul2018 the ecp called to report the hospital ¿found a bacteria but couldn't provide more details. All details regarding the bacteria are available on the hospital result¿. On 27jul2018 a call was placed to the ecp and additional information was provided: the pt is continuing with the same treatment; the pt attends weekly visits to the hospital for a follow-up visit; the pt will have a complete ophthalmologic exam in (B)(6). No additional information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003hj9 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.